Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Product quality anomalies. Colorless white deposit was observed a greasy gel in the plunger and traces in the syringes very sticky and greasy. Found prior to use.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4) and the complaint will be cancelled. The associated MDR will be void.

Event description:
Duplicate of (B)(4).